Event description:
Correction to the previous listed culture results as the following results were confirmed: the customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu: 1001ufc/100ml . Bacterial identification: enterobacter hormaechei. Sampling from: air/water supply channel. Cfu: 1001ufc/100ml . Bacterial identification: enterobacter hormaechei . Sampling from: suction channel. Cfu: 1201ufc/100ml. Bacterial identification: enterobacter hormaechei. Sampling from: forceps stand wire channel. Cfu: 1001ufc/100m. Bacterial identification: enterobacter hormaechei. Sampling from: distal end. Cfu: 200ufc/100ml . Bacterial identification: enterobacter hormaechei.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide a correction to the initial (b5 and d9) and to provide an update to fields (d8 and h3). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3 bacterial identification: micrococcaceae and staphyloccocus coagulase negative. Sampling from: channel distal end. Cfu: 1. Bacterial identification: bacillaceae. The device was evaluated by olympus, and the third-party culture results were positive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge the relationship between the subject device and the event from the following investigation results and a specific root cause of the reported event could not be specified. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the gastrovideoscope tested positive for 200 colony forming units (cfus) of enterobacter hormaechei in the distal end, 1,001 cfus of enterobacter hormaechei in the auxiliary channel, 1,001 cfus of enterobacter hormaechei in the insufflation channel, 1000 cfus of an unspecified bacterium in the aspiration channel, and 1001 cfus of an unspecified bacterium in the operating channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.